Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawers failed. The field service engineer (fse) found that the storage space main half height cubie drawer 2.1 was unable to be recovered and was not detected on the bus. The fse tested the cubie drawers and all cubie pockets in the hardware test application (hta), and all tests passed. The fse powered down the station, checked and reseated the bus cables, and cleaned and reseated the cubie pockets. After rebooting the station, the fse confirmed that the drawer was detected along with all cubie pockets and tested them again in the hardware test application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers had failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.